Event description:
It was reported that the patient's device reached elective replacement indications (eri) prematurely. It was also noted that the left ventricular lead thresholds were high. The device was removed and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.